Event description:
The report we received from the field indicated that during a stenting procedure to the right renal artery, the sds was advanced through an 8f boston scientific guiding catheter to the target site. Upon exiting the guide, a severe takeoff in the arter was noted, and the physician attempted to reposition the undeployed sds. Upon withdrawal of the balloon/stent assembly into the guiding cather, the stent came off the balloon. The stent was eventually deployed in the right iliac artery with no adverse effect to the patient noted. The right renal artery was then successfully stented with a competitor sds of unknown size. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.